Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results on one patient. The results provided were: sid64232446a0 = 1.28 / 3.82mmol/l. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer reported falsely elevated magnesium results for eight patient samples, on the architect c1600228. During the site visit by abbott field service several parts were replaced / calibrated / cleaned including: sample probe (ln 01g48-04) and cc cuv dry tip (ln 09d51-02). A review of the instrument service history revealed no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect system operations manual contains adequate information for the troubleshooting, removal, and replacement of the cc cuv dry tip (ln 09d51-02) and sample probe (ln 01g48-04). A review of tickets for the dry tip and the sample probe identified no additional complaints or trends for the issue. A review of complaints for the architect c16000 analyzer found no systemic issues or trends. Based on the investigation no product deficiency was identified for the architect c1600228, the cc cuv dry tip (ln 09d51-02), or the sample probe (ln 01g48-04).